Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed because it could not be determined if any out of range occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Patient reported that he has wireless connection and has rebooted the smart device. Dexcom representative advised patient to close all other application from smart device, to forget previous transmitter from bluetooth settings of smart device,to remove old transmitter from immediate area and ensure bluetooth is turned on. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 03/24/2016 and confirmed the reported loss of connection. No additional patient or event information is available.